Manufacturer narrative:
The investigation is in progress. A sample is not expected to be returned. A root cause has not been identified. (B)(4).

Event description:
A medwatch report was received indicating that during a vitrectomy procedure, "the white clamp on the fluid would not close all the way. Fluid was still able to pass through." Patient impact is unknown. Additional information has been requested.